Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vticmo12.6, -18/06/56, implantable collamer lens, tore/broke during injection/delivery into the eye / lens stuck in cartridge or injection system. There was no patient injury. In the reporters opinion the device was the cause of this event, " because of cartridge" was reported for cause details. "No symptoms" reported for status of the eye (signs/symptoms).